Manufacturer narrative:
A ge rep evaluated the system, and replaced the snubber board, interconnect cable, and x-ray tube. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system made a loud pop and won't take an exposure. No pt injury was reported.